Event description:
It was reported, that a possible premature battery depletion was noted, on the pacemaker. The pacemaker was explanted and replaced. There were no adverse health consequences. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was at end of life (eol) level upon receipt. Analysis of the device image indicated the device operated at high pacing output settings during implant period. When high pacing output settings are programmed, the device's estimated longevity is affected. A longevity assessment was performed, and implant duration exceeded the total projected longevity indicating normal battery depletion. Further analysis performed found no anomaly.